Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) called and checked with customer. Customer claimed that the footswitch is not working intermittently, button cannot bounce back intermittently. Customer required replacement of footswitch ship to customer site, and onsite service from philips is not required. No further information regarding the issue. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the foot switch would intermittently not produce x-rays. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.